Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure where the doctor drilled down to expose and understand the sigmoid sinus anatomy for a translab procedure, jagged edges on the clip surrounding the item caused cutting to the patients skin leading to minor bleeding. The injury was repaired with surgicel and floseal. The patient had no further issues.